Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The customer received a replacement device.

Event description:
It was initially reported to physio-control that the customer's device was displaying its charge-pak indication. There was no patient use associated with the reported failure. Upon an initial evaluation by physio-control, it was observed that the device lost power when attempting to charge and deliver defibrillation energy. This occurred during testing.